Manufacturer narrative:
510 k: this report is for an unk - drill bits: trauma /unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during an unknown procedure, the unknown 1.5mm drill bit was mistakenly run to the threaded drill guide instead of a 1.1mm unknown drill bit. So, the unknown 1.5mm drill bit broke and lodge into the power. The procedure was completed successfully with no surgical delay. The patient outcome was unknown. This complaint involves two (2) devices. This report is for (1) unk - drill bits: trauma. This report is 2 of 2 for (B)(4).